Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The alarm was cleared and insulin deliveries were resumed. Troubleshooting was declined by the customer to determine a possible cause of the occlusion. Customer's blood glucose level was 116 mg/dl.